Event description:
During the firing of a plcr60b reload in a lung biopsy procedure, the tissue transection was completed, but approximately half of the cut tissue was not stapled. Another device was subsequently used to complete the stapling. The patient suffered no adverse effects as a result of the malfunction.

Manufacturer narrative:
Visual analysis of the returned plcr60b reload showed that the shuttle (which functions to deploy staples) was diverted from its intended path at a point in its travel along the axis of the reload. This prevented the deployment of the staples downstream of the point of diversion. The cause of the diversion is not known. This is a rare event, and will be monitored.